Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 107) was confirmed due to contamination on ca board. The monitor was unable to power on. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.